Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no significant calcification or tortuosity present in the patient¿s anatomy. The endoanchors were im planted in a valiant navion stent graft (B)(4). Two endoanchors were successfully implanted before the reported event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment of an aortic aneurysm. It was reported that during the index procedure, the physician attempted to deploy an endoanchor as per the IFU, however the endoanchor did not adhere to the stent graft. It became loose and remained suspended in an existing stent graft. The physician then implanted an additional stent graft inside the existing stent graft, leaving the suspended endoanchor situated between the two stent grafts. The procedure was then completed. Per the physician the cause of the event was likely related to the patient's anatomy. No additional clinical sequelae were reported and the patient is fine.